Manufacturer narrative:
For the reported event, lot number was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7584j pta balloon dilatation catheter allegedly experienced a retraction problem. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.